Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that a insyte autoguard pnk 20ga x 1.0in had the catheter be damaged or separate during use. The following was reported by the initial reporter: "it was reported IV catheter displacement in patient. Per email: product catalog number: 381433 product description: catheter IV 20ga 1in shld ntch ndl dehp-fr pshbtn bd vln origin of the issue: patient safety. Detail: possible IV catheter displacement in pt. . Left antecubital (B)(6) 2020. Pt sent to north austin medical center ER for evaluation."

Event description:
It was reported that a insyte autoguard pnk 20ga x 1.0in had the catheter be damaged or separate during use. The following was reported by the initial reporter: "it was reported IV catheter displacement in patient. Per email: product catalog number: 381433 product description: catheter IV 20ga 1in shld ntch ndl dehp-fr pshbtn bd vln origin of the issue: patient safety detail: possible IV catheter displacement in pt. . Left antecubital (B)(6) 2020. Pt sent to north austin medical center ER for evaluation."

Manufacturer narrative:
The following fields were updated due to additional information: d.4. Medical device lot #: 0119489. D.4. Medical device expiration date: 2023-04-30. H.4. Device manufacture date: 2020-05-01. D.4. Medical device lot #: 0302196. D.4. Medical device expiration date: 2023-09-30. H.4. Device manufacture date: 2020-10-28h6: investigation summary : since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. A device history record review was performed on the provided potential lots. The DHR for lot 0302196 has been reviewed. This lot was built on afa line 5 from (B)(6) 2020 through (B)(6) 2020. This lot was packaged on pkg line 8 from (B)(6) 2020 through (B)(6) 2020 for a quantity of (B)(4) units. No related quality issues or process deviations were found. The DHR for lot 0119489 has been reviewed. This lot was built and packaged on afa line 13 from (B)(6) 2020 through (B)(6) 2020 for a quantity of (B)(4) units. One related quality notification found: short shot in adapter.